Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider spoke to (B)(4) in customer service to advise that one of the wheel locks on the chair may not be working. Provider will check with consumer and confirm information and let us know. Provider hung up before any additional information could be obtained.